Event description:
Endo stitch would not load. A new product had to be opened to complete the case. Product had patient contact but no patient harm. Manufacturer response for endo stitch, (brand not provided) (per site reporter). Rep will pick up product for return to manufacturer.